Manufacturer narrative:
The device referenced in this report has not been returned to olympus medical systems corp. For evaluation. The manufacturing record of the subject device was reviewed without irregularity related to this event. The exact cause of the event could not be concluded at this moment. If additional and significant information becomes available, this report will be supplemented.

Event description:
Olympus was informed that the image irregularity of the subject device occurred during an f-tul (transurethral ureterolithotomy) procedure. The subject device was replaced with another similar device and the procedure was completed. There was no patient injury reported.